Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 4.1 had duplicate cubie errors. A field service engineer reseated all row board connections to resolve the issue. The customer confirmed that they were able to unload and reload the cubies on the next day. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary device displaying duplicate address detected and also drawers were not opening. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.